Manufacturer narrative:
The event occurred on an unspecified date in (B)(4) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cap of an unspecified quantity of amia automated pd cycler sets ¿fell off¿. This was observed during an unspecified process step of peritoneal dialysis; further described as this occurred ¿from the training supplies¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Corrected information: manufacturer evaluated device? No (remove yes from follow up number one). Correction: additional codes 4114, 3221, 4315 were added as the actual sample was not returned for evaluation and therefore could not be evaluated (these codes were omitted on follow up number one). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: the actual device was not available; however, a companion sample was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. The green caps were removed with ease by hand from the patient connector. The reported problem of "caps fell off" was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.